Event description:
At 1:29 pm while the attending surgeon was drilling the femur to tie the tagging stitch, the drill broke inside the patient's femur. The team was unsuccessful removing it. Approximately 1 inch was broken off in the femur. No other information was provided.

Manufacturer narrative:
Brasseler is reporting this alleged event in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the device which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.